Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial/batch number: (B)(4), model/catalog description: coveredge 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient had an infection at the implant site. The patient was being treated.

Manufacturer narrative:
Additional information was received that the patient had initial infection symptoms at the ipg site. It was noted that in mid september, the patient had the pocket site and ipg cleaned out, the ipg was put back in along with antibiotic infusions. It was discovered two months later that the device was infected further up at the surgical lead site.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 01/24/2019 05:48 pm CT.the report number is being corrected from: 3006630150-2019-00207to: 3006630150-2018-61949.

Event description:
A report was received that the patient had an infection at the implant site. The patient was being treated.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was prescribed antibiotics. It was unknown if the infection was device or procedure related. Model number/catalog number: sc-8336-50; serial number: (B)(4); model/catalog description: coveredge 32 surgical lead kit 50 cm the explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 04:28 pm CT.the report number is being corrected from: 3006630150-2018-62450to: 3006630150-2018-61949.

Event description:
A report was received that the patient had an infection at the implant site. The patient was being treated.